Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Investigation found a hole in the exposed portion of the soft cannula. During fluid path testing, fluid was observed leaking through the hole. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The timing and cause of the damage are unknown. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Investigation found no damage or manufacturing deficiencies that would cause swelling at the infusion site. Although the investigation found no evidence of any damage, the cause of the reported infusion site event could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 343 mg/dl while wearing the pod between 5 and 24 hours on the hip/buttocks when insulin began leaking. As treatment, a new pod was placed.